Event description:
The reporter indicated the surgeon implanted and removed a 13.2mm vicm5_13.2 implantable collamer lens -05.50 diopter, from the patient`s left eye (os) due to the lens flipped in the anterior chamber upon injection. The backup lens was used. No malfunction was observed and patient movement contributed to the event. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).